Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to check the power source and try various troubleshooting steps, but the pump screen still did not turn on. As a resolution, technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to return the faulty pump within 10 days using a provided box and label to avoid charges. The caller was informed that the replacement pump would come with updated software, and they would need to program their settings and connect their cgm to the new pump. The caller understood and acknowledged all instructions. Customer reverted to an alternative method of insulin therapy.